Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event and therapy date are estimated. The implant date and explant date is unknown.

Event description:
It was reported that patient experience ineffective therapy. Reprogramming was unable to resolve the issue. Reportedly, the leads were disconnected from the ipg. As such, surgical intervention took place in (B)(6) 2022 where in the leads were explanted and replaced. The new leads were connected to the existing ipg to address the issue.